Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was 761 mg/dl at the time of the hospitalization. The date of the hospitalization was (B)(6) 2015. The nurse stated that the customer was not wearing the insulin pump during the hospitalization. The nurse does not know how long the customer was out of the insulin pump. The nurse stated that they will tell the family to call back regarding to the troubleshooting. The insulin pump will not be returned for analysis.